Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y, the needle disengaged from the device into patient cavity when the locking mechanism was engaged. The needle was retrieved with graspers. The device was difficult to load and unload. To complete the procedure, a new device was opened and used. No patient injury.